Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2017, that on (B)(6) 2017, the patient's mother stated that the patient experienced intermittent audio on the g5 mobile application. Additionally, the patient's mother treated the patient with 10g of glucose gel due to having low blood sugar. It was indicated that due to low blood sugar. At the time of contact, the patient was doing fine. Additional event or patient information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's mother stated that the patient experienced intermittent audio on the g5 mobile application. Data was provided. Data investigation shows low alerts were enabled and were performing as expected on (B)(6)/2017. Confirmation of the allegation could not be determined. The reported event was undetermined.